Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "ECG monitoring failure" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was received at zoll australia and the customer's report was unsubstantiated. The device was put through extensive testing including full functional testing including ECG stress testing without duplicating the report. Review of the device log found no evidence of the report. The provided pictures were reviewed and found that the device in the picture is not the same device that was received for testing. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.